Event description:
It was reported that the lid for the 6.5mm cannulated screw caddy was rusted on one of the lid hinges. The other hinge was rust-free. This report is for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The lid was returned for a manufacturing evaluation and was noted as used with evidence of normal use in the field. There was a piece of sterility wrap adhered to the top surface of the screw rack lid. The location of the wrap was in proximity to one of two lid hinges. The lid hinge at the stated location was noted as discolored with evidence of rusting. The other hinge was noted as bright with shiny finish. The two hinges were tested using a calibrated (B)(4) analyzer and were determined to be non-stainless (B)(4), which is not to specification. This complaint is valid from a manufacturing standpoint. An internal corrective action has been opened to address this issue. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional narrative: original awareness date is 12/12/2011.